Event description:
The customer reported that their acuity display failed (no power, no output, etc.) And needs to be replaced under contract. Biomed stated that there was no pt-related issue and that the display was immediately replaced with an onsite spare. No loss of pt monitoring; biomed said that staff could see pts on other displays. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The customer will scrap the display locally and will not return it. The acuity display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: (bmet confirmed display failure).